Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. Additionally, the led indicator was not found intermittent. As a result, the reported event could not be confirmed or duplicated during testing. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This is not be likely to cause or contribute to death or serious injury. The redundant power source will continue to supply power to the pump. This failure will result in user annoyance and will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that during pump implantation, the controller was powered with a battery and ac adapter. Prior to starting the pump, power to ac adapter kept going in and out. The outlet was changed with no resolution. The power cable connection to the "box" was checked to ensure a good connection. The green indicator light on the box kept going out intermittently. The decision was made to replace the ac adapter. There were no reported consequences or impact to the patient. No further information was provided.